Event description:
It was reported that during a lobectomy procedure the instrument cut but did not staple. Reload used with an atb45 and the incident occurred with the 3rd reload. Hemorrhage stopped with manual sutures. No transfusion required. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.